Manufacturer narrative:
Return requested. Replacement solera 4.75 mast driver shipped to site. No parts have been received by manufacturer for analysis. 10/30/2015 a medtronic representative, following-up at the site, determined it is likely the driver become twisted during use in a patient's anatomy.

Event description:
A site representative reported a solera 4.75 mast driver that had a damaged, twisted tip. The damage was identified during an instrument check. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of suspect driver confirmed reported failure. As reported, the tip of the driver has been twisted. The driver is in otherwise good condition. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.